Manufacturer narrative:
The event occurred on an unspecified date in 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole was observed in a solution administration set at an unspecified location. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.